Event description:
Event description guidant received information that the patient with this pacemaker went to the clinic for a followup. The pacemaker, which is on an advisory, was pacing at the maximum programmed rate. The caller programmed the accelerometer off and the pacing rate went to the lower rate limit properly. Technical services discussed replacement.